Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Visual evaluation of the returned device found the basket was closed and has residues indicating use and handling. The side car-rx presented pushback out of specification and the sheath was found buckled in several locations. Functional evaluation found the basket would not open inside and outside the endoscope. The evaluation concluded that excessive manipulation of the device most likely contributed to the failure. Additionally, interaction with other devices during the procedure might have impacted the integrity of the device. Therefore, the most probable root cause of this complaint is "operational context" since due to anatomical and/or procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was found that the basket failed to fully retract and protruded from the sheath. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.